Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the device delivered a measured volume of 19.6ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 2ml (+/- 10%). A calibrated tubing set was used for the testing per the device release specifications. Based on the data verified, hospira could not attribute the issue to the device. Upon initial power on of the device during testing and investigation, the primary line displayed a programmed rate of 100ml/hr with a volume to be infused (vtbi) of 20ml and the secondary line displayed a programmed rate on 0ml/hr with a vtbi of 0ml. The technology of the acclaim encore pump list # 12237 does not contain a pump history that provides past programming settings. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device delivered less than expected. The device was returned to the biomedical engineering department for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the device delivered less than expected. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.